Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va090j8, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that within approximately a month after implant the patient experienced stimulation in the wrong location. It was stated that the patient had trouble getting the right program to start with. The patient reportedly had to go back to the nurse for reprogramming multiple times. The patient told the nurse to perform programming while sitting, because that was when she was ¿more tense¿. The stimulation was felt in the groin area and them from her buttocks to her legs. It was also stated that the patient experienced sciatic nerve pain on the right side (same side as the implant). The pain was said to have been gradual and it began before (B)(6) 2014. Around that same timeframe, the patient also experienced a loss of therapeutic effect. The patient was only getting up twice a night until it gradually stopped working. The patient did not have the aforementioned pain before implant. It was further reported that the patient could no longer handle the reprogramming and the sciatic nerve pain at the same time, so it was decided to remove the ins. It was also stated that ¿all the reprogramming was not helping anyways.¿ it was reported that same day that the explant was due to discomfort.